Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned for eval. A device history record (DHR) review was conducted. The review showed no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. All post sterility and package integrity tests were acceptable. No sample available from the customer at the time of this report. Teleflex will continue to monitor feedback from the customer on issues related to pin holes found at inspection on adaptor products.

Event description:
The event is reported as: during incoming inspection, a pin-hole was detected in the package. No report of pt involvement/injury.